Event description:
Suture lasso (arthrex) broke while doing a shoulder arthroscopy. It came apart into three pieces while the surgeon was trying to go through the tissue. No pieces were left in the patient.